Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 05/10/2025, it was reported that the patient experienced a severe hypoglycemic event at home where she was unconscious, unable to speak or wake up, prompting her daughter to call an ambulance around 6:30 am. At the onset of symptoms, the patient¿s cgm device was displaying a glucose reading of 92 mg/dl, while a fingerstick (fs) reading taken at home showed 52 mg/dl; the patient reported receiving no alerts or notifications from the cgm, as the readings appeared normal. The daughter called and ambulance and the patient was treated with IV fluids, sodium chlorid. At the emergency room (ER), her cgm showed 98 mg/dl, while fs testing by medical staff indicated 72 mg/dl, with multiple fs tests confirming the discrepancy. The only treatment given at the ER was sodium chloride IV fluids. The patient¿s condition stabilized, and she was discharged at approximately 4:30 pm the same day. At the time of the report the patient was in perfect condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.